Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was able to fire, but there were poor staple formation and incomplete staple line with the 2 reloads that were used. The device was changed to resolve the issue in order to complete the case. The device had a partial seal with unknown regrasp alert tone and delivery of energy but produced end tone. They change to other device to complete the procedure.